Manufacturer narrative:
Date of event: approximated based on aware date.

Event description:
It was reported there was a tear in the fabric. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device was implanted. The patient returned for a 6 week follow up and there appeared to be a tear in the fabric of the device. No patient complications were reported. It was further reported there was no intervention. The patient remained on oral anticoagulants and will return for re-imaging of the device.

Manufacturer narrative:
Date of event: approximated based on aware date.

Event description:
It was reported there was a tear in the fabric. On (B)(6) 2019, the patient underwent a left atrial appendage (laa) closure procedure. A 27mm watchman laa closure device was implanted. The patient returned for a 6 week follow up and there appeared to be a tear in the fabric of the device. No patient complications were reported.